Event description:
During coil embolization of an unspecified aneurysm at the patient¿s internal carotid artery-ophthalmic artery junction, the orbit galaxy coil (640cf2505/15840007) moved into the aneurysm after the physician placed it in the aneurysm before detachment. When trying to resheath the coil, the sheath got stuck and the physician was unable to resheath it. The vessel was mildly tortuous but not calcified. During the procedure, though the physician was once able to place the complained coil into the aneurysm, the coil moved into the parent aneurysm. Thus, the delivery tube was retracted and the coil was recovered from the patient. The coil was not detached. However, during the recovery of the coil, though it was carefully re-sheathed, the sheath got stuck and the physician was unable to re-sheath it further. Another orbit galaxy with the same lot number was used instead, and the coil was successfully placed inside the aneurysm. The procedure was completed without any further issues or delay. There was also no patient injury/complications reported. It was reported that an unspecified 7fr long sheath (terumo, type unknown), an unspecified radifocus35 (terumo, type unknown), an unspecified chikai0.014 (asahi intecc, type unknown), an unspecified roadmaster7fr (goodman, type unknown), an unspecified excelsior sl-10 (stryker, type unknown), an unspecified hyperform 7x7 (covidien (B)(4), type unknown), and an dcs syringe ii (lot unknown) were used for the above procedure.

Manufacturer narrative:
The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product will be returned for the evaluation. No additional information is available. Concomitant products: hyperform 7x7 (covidien (B)(4), type unknown); dcs syringe ii (lot unknown). The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 5 x 2.5 was received inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found kinked. The support coil, gripper and embolic were received outside of introducer. The support coil was inspected and it was found without damage, the gripper was inspected and was found with residues of dry saline solution but without damage while the embolic coil was found kinked. The introducer, gripper and embolic coil were inspected under microscope; the introducer was found kinked, the gripper was found with residues of dry saline solution but without damage while the embolic coil was found kinked. The orbit galaxy device was attempted to be re-zipped, but it could not be re-zipped due to the kink found on the introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil moved out of the aneurysm during placement could not be evaluated. The failure reported by the customer that the coil could not be resheathed was confirmed in functional analysis. The failure experienced by the costumer appears to be due to the kink condition found in the introducer; however, this and the damages found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, inspections are in place as that prevents this kind of failure leaving from the facility. Therefore, no corrective action will be taken at this time.